Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged screen. The reported problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'would not display data and unable to read text' which was reproduced as the display was discolored and unreadable at power up. The reported condition was verified. The cause was determined to be a physical damaged liquid crystal display (lcd). The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.